Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 200 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was pump pocket revision due to skin erosion. The pump was explanted on (B)(6) 2016 and a new pump was implanted on the opposite side of the body. It was unknown if there were any environmental, external, or patient factors. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.